Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On (B)(6) 2023, the patient was sleeping and did not receive a low cgm alert. The patient experienced disorientation. There was no mention of a cgm value during this time. The patient's spouse checked the bg at 33 mg/dl and called an ambulance. Emergency medical services (ems) treated the patient with oral carbohydrates and transported him to the emergency department (ed). There, he underwent unspecified lab testing and was treated further with orange juice and food and the patient recovered. At the time of the report, the patient was fine. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined.